Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically. An x-ray showed insufficient cannula tang engagement, and upon disassembly it was noted that the right bumper was bent. Therefore, the investigation is confirmed for cannula self-activation and cannula priming issues. The bent right bumper is the most likely root cause of the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 02/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure the device allegedly failed to prime. A coxial was not used and the procedure was completed with another device. There was no reported patient injury.